Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. The risk review was performed references a catheter packaging contaminated with foreign material. The maximum severity associated with this error is a severity 3, where additional intervention would be required. Additional review is not required. Investigation conclusion: the product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, cause not established is selected as the most probable cause for this complaint.

Event description:
It was reported that foreign material was present on a farawave handle. A farawave was selected for use a pulse field ablation (pfa) procedure to treat atrial fibrillation. When unpacking the catheter, it was found that there was dirt/dust on the handle. The device was not used in the patient. The catheter was replaced and the procedure was completed without patient complications.

Event description:
It was reported that foreign material was present on a farawave handle. A farawave was selected for use a pulse field ablation (pfa) procedure to treat atrial fibrillation. When unpacking the catheter, it was found that there was dirt/dust on the handle. The device was not used in the patient. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.